Event description:
It was reported a CT scan was taken without contrast because renal function was poor. The left iliac had a calcium shelf which caused the 18fr sheath to kink. This led to the inability to cannulate the contralateral leg gate. The clinican attempted numerous wires without success. The pt was converted to an aorto-uni-iliac. The procedure was completed with a fem-fem crossover with successful results. There is no allegation of product deficiency and the clinican was happy with the outcome.